Event description:
It was reported that the brakes did not hold properly. No adverse consequence reported.

Manufacturer narrative:
User facility could not confirm which serial number was actually involved. MDR filed for both sn. If add'l info can be obtained, a follow up report will be filed.